Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On unknown dates, the patient was hospitalized due to the event and began treatment with unspecified antibiotics added to dianeal (doses, frequencies, and routes were note reported). At the time of this report, the patient was not recovered. The reporter declined further follow up from baxter. No additional information is available.